Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse ordered a new video generator board , however the new board failed out of box. A second video generator board was ordered and replaced which resolved the issue. In addition, the fse performed and completed touch screen calibration, and the iabp passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine safety disk change performed by a getinge field service engineer (fse), the fse entered in service mode to update the replacement details, and found that the touch screen was massively out of calibration. The fse attempted to carry out a calibration of the touch screen and was unable to, and upon restarting the iabp in clinical mode to see what effect all this was having, "electrical test failure" was observed. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that during a routine safety disk change performed by a getinge field service eegineer (fse), the fse entered in service mode to update the replacement details, and he found that the touchscreen was massively out of calibration. The fse attempted to carry out a calibration of the touchscreen and was unable to. Upon restarting the iabp in clinical mode to see what effect all this was having, the fse was observed power-up test fails # 6. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge fse ordered a new video generator board; however, the new video generator board failed out of box (oob). This emdr is for the initial failure which was resolved by the ordering and replacement of a second video generator board by the fse. In addition, the fse performed and completed touchscreen calibration, and the iabp passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. The emdr for the oob failure of the new video generator board has been reported under mfg report number 2249723-2018-01614.